Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with beep anomaly. The customer states the pump is beeping without any alarms. The customer states there was a black circle near the time, but when the pump was primed, the black circle disappeared. The customer's blood glucose level at the time of incident was 482mg/dl. The customer treated with manual injection. Troubleshoot was conducted, and the device was found to beep during the tone test. The customer was advised to monitor the device and call back if issues persist.